Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to an (B)(6)infection at the implant site. The patient was subsequently treated with antibiotics (specific date and type not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported).